Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed patient was not crossing. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that there were no communication issues between the server and the station. A technical support specialist that there were no communication issues between the es server and the station, confirming (tss) confirmed that station sync status and cce to es communication were up to date. The integration engineering support team (iest) team from a previous related case was contacted, as a similar issue had been temporarily resolved by rebooting the carefusion coordination engine (cce) server. The cce server was rebooted again, and the iest team advised that the problem was linked to the hospital¿s admit discharge transfer (adt) configuration, where three adt feeds were present but only one communication port was active, preventing patient data from crossing correctly. A permanent fix was assigned to onsite engineering to correct the port configuration, while restarting the cce server served as a temporary workaround. The customer was informed and advised following up with the onsite engineers. Later tss followed up with customer multiple times for further investigation but didn¿t receive any response. So tss proceeded to close the case. The system functioned as intended after the technical support specialist investigated and guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed patient was not crossing. However, there were no delays or adverse events or injuries reported based on this event.